Manufacturer narrative:
No product has been returned, therefore we are unable to confirm the reported problem. Based on available information, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
It was reported that during use of a cleo® 90 infusion set there were problems with device adhering to skin. The event negatively affected the customer's blood glucose levels which were reported to be 333. Customer put a new site in and delivered a correction bolus in an effort to lower their blood glucose.